Event description:
Procedure type: sigmoid section. According to the reporter: the stapler worked fine through the case but when the surgeon went to remove the stapler from the pt, the anvil disengaged and remained in the pt cavity. The surgeon was able to retrieve the anvil. Additionally, the surgeon was not satisfied with the properly formed donut so an additional resection and anastomosis was made. There was no bleeding of 500cc's or more. The case was not extended by more than 30 minutes. There was unanticipated tissue loss. There was no unanticipated tissue damage. The incision was not extended by more than one inch.

Manufacturer narrative:
Tracking number (B)(4).